Event description:
Philips received a complaint on the defibrillator indicating that after the patient underwent emergency ptca procedure, the nurse used a defibrillator monitor to transport the patient back to the ward. Upon arrival at the ward, while using the defibrillator monitor, the device displayed a low battery alarm, affecting its use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital. A follow up report will be submitted upon completion of the investigation.